Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The patient was stable. Further information was requested, but not yet available.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. There¿s no detection of battery performance alert (bpa). A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.